Manufacturer narrative:
The amplatzer torqvue instruction for use (IFU) specifically states after removing the dilator and guidewire from the properly positioned sheath, allow back bleeding to purge all air from the system. Attach the device to the delivery cable and immerse the device and loader in saline solution and pull the device into the loader. Then, attach a syringe to the side arm of the hemostasis valve and flush the loader and occluder. Lastly, attach the loader hub to the delivery sheath luer, and without rotation, advance the device to the tip of the delivery sheath.

Event description:
During the procedure, the pt coughed then inspired deeply causing a spontaneous disconnection of the luer-lock syringe from the introducer sheath. As result, the pt experienced an air embolism. Medical intervention included: intubation, ventilation, prolonged hospitalization, and repeat intervention. The pt has recovered without persistent disability.